Event description:
It was reported the patient experienced fading stimulation, spontaneous shutting off of the stimulation, and intermittent telemetry with the programmer and stimulation device. The issues started over the past month. There was no recent event to ellicit the change. The patient was able to turn the device back on with the patient programmer. The patient had not received any error messages. The stimulation was also reportedly not as effective as before requiring an increase in voltage to get the same result. Battery status was ok (2.875 volts). The spontaneous stimulation off had been increasing in frequency. The patient reportedly verified the device being off with the patient programmer. The intermittent telemetry had been occurring in the last month. The patient programmer telemetry used to work well. Analysis of the device history with the 8870 programmer indicated the battery had a normal drain rate. The cycling and scheduled therapy options were both off so could not have caused the spontaneous stim off events. No error conditions were present in the diagnostics. Impedances were normal (1112 to 1925 ohms). There was no parameter trend data or power on reset data. This data had been cleared by an 8840 programmer session 53 minutes before the 8870 programmer data session. The stimulation time recorded indicated the device had been active for all but 19 hours and 48 minutes in the last 257 days. The patient reportedly did not use an external antenna. The location of the stimulation had not changed and did not change with movement. The cause of the issue was unknown. The patient underwent replacement surgery in 2008. The lead and extension remained implanted. The patient recovered without sequela.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.